Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited a rise of pressure. After disconnecting the yellow luer connection on the purge line, the pressure went down. The physician decided to explant the device. No further information is available.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the high purge pressure was not determined since neither product nor data logs were returned. This report is being filed as part of a retrospective review of historical records.